Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that their enlite sensor was damaged. The customer's blood glucose level was 6.5 mmol/l at the time of the incident. During troubleshooting the customer removed the sensor and found the sensor cannula was missing. Father kept the sensor and was advised the sensor will be replaced. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used enlite sensor; found sensor cannula retracted inside sensor base. No broken or missing parts were observed during analysis. Unable to confirm if customer received sensor in said condition due to customer returned sensor opened and used.